Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 54 mg/dl to over 500 mg/dl with moderate ketone levels. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue.